Manufacturer narrative:
Retainer: black. Customer reports: cust was in the pool and was expose to water / moisture. Customer states they do hear fluid when shaking the pump. Customer states they see fluid under the lcd. Rfr: exposed to moisture. The following cosmetic damage was noted during visual inspection: minor scratched display window, case and keypad overlay. Corroded battery tube. Water / fluid trap under the lcd and display overlay. P-cap / reservoir locks properly into place. Unit received with a blank display. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or download using (thump software) due to blank display. Unit was cut open and electronic stack and motor removed. Water / fluid was still found inside unit. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting at pcba1, pcba2, motor and force sensor flex connector traces. It was determined the ingress of water corroding the electronic assembly and causing electrical shorting was the cause of the blank display. The customer complaint of moisture exposure was confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed of moisture damaged. Customer stated they do hear fluid when shaking the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.